Manufacturer narrative:
A specific root cause could not be identified. A preanalytical issue was possible as the clotting time was too short according to the tube manufacturer's requirements. Follow up with the customer confirmed they had no further issues.

Manufacturer narrative:
Unique identifier (UDI)#: (B)(4). This event occurred in (B)(6).

Event description:
The customer received a questionable high troponin t hs stat result for one patient sample. The initial result was 56.44 pg/ml with a data flag and was reported outside the laboratory. The patient was taken to a local hospital and at this hospital a fresh blood sample was collected. As the troponin t was low, the requesting doctor asked the customer to repeat testing on the first sample. The original sample was repeated multiple times and the result was consistently <3.0 pg/ml. There was no allegation of an adverse event. The reagent lot number was 245180. The expiration date was requested but was not provided. The analyzer performance testing was reviewed and was found to be acceptable. The provided analyzer alarm trace did not indicate any issues. Precision testing was performed and was acceptable.